Event description:
It was reported the pt had a lead revision. The surgery was about 4-5 months ago. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report # 6000032-2008-01166.

Manufacturer narrative:
.